Manufacturer narrative:
Review of inspection/mfg records indicate device met design spec with no discrepancies noted. Product investigation database reveals there has only been one other failure of this nature in the past eight yrs and it was related to bone loss and trauma. H6. Results: in the operative report, surgeon noted small osteolytic areas which were contained in a cavity defect in the medial libial plateau. H6. Conclusions: tibial baseplate broke due to fatigue loading. This condition became evident as a bending load was applied to the baseplate because of the lack of bone support.